Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicating procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem has been completed. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a spyglass procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter image was lost during cannulation and irrigation. The spyscope was unplugged and reinserted back into the controller and the controller was rebooted; however, the image was not regain. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a spyglass procedure performed on (B)(6) 2022. During the procedure, the spyscope ds ii catheter image was lost during cannulation and irrigation. The spyscope was unplugged and reinserted back into the controller and the controller was rebooted; however, the image was not regain. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.